Event description:
Currently, I have 12 mercury amalgam fillings. I was "given" these all before I was age 12. I am also a recovering alcoholic, recovering drug addict, recovering sex addict; recovering "victim" of mercury poisoning. I work the 12 steps everyday. Taking full responsibility for my "diseases". If I had the money, I'd get these cursed things out today, however, I suffer from suicidal depression, and consequently dont' have much money, especially after paying the police and the state various fees for various misbehaviors, which I am now figuring out, predictably co-occur with mercury poisonings. May be this is all my fault. May be it is all your fault. Point is, I have been poisoned against my will as a child with a then-known neurotoxin, and now exhibit very clearly scientifically established well laid out obvious irrefutable incontestably undeniable symptoms of neurotoxic poisoning. If only there were a government agency that protected the citizenry, by regulating snake oil hucksters. Like I said, I am still suffering from neurotoxic poisoning. I hope someday to be able to afford getting this out of my body, and so may be to begin to live before I die. Event abated after use: no.